Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 6 of 6. The patient was connected at the time of the alarm. There was nothing unusual noted about the supplies. The technical service representative (tsr) had the caregiver (cg) cycle the power to clear the alarm and assist the home patient (hp) to disconnect to end the therapy. There was no patient injury or adverse event associated with this report. Additional information is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, an analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.